Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of a abdominal aortic aneurysm approximately 45 months ago. Vessel and aneurysm morphology at intervention was not reported. Original implant went very well with accurate placement of the device at the left renal artery. Subsequent follow up was uneventful. At some point in the last 2 years, the patient had compression fracture of several lumbars in the spine. At the most recent follow imaging, a type 1 endoleak was noted with disease progression in the neck and no migration of the device. The physician decided that he wanted to bypass the left renal and cover the disrupted segment of the aorta at the level of the left renal. The physician's impression was that the compression fracture with the combination of the aneurx in the aorta may have lead to the disruption of the aorta at the level of the left renal which ultimately lead to a type 1 endoleak and aaa expansion. The physician did the left renal bypass and cuff placement with excellent results. After the implant and bypass, the physician decided to open the aneurysm to ligate the lumbars to reduce the risk of any additional expansion due to type 2 endoleak. Once the sac was opened, the type 2 leak from the lumbar was much more significant than he appreciated. All went well and the patient was doing well as of last night. Both endoleaks resolved with intervention. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (anatomy related; morphology changes due to a compression fracture of several lumbar spring. Anatomy related; type 2 endoleak). Conclusions: device failure/lack of effectiveness related to patient condition (anatomy related; morphology changes due to a compression fracture of several lumbar spring. Anatomy related; type 2 endoleak).